Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. The volume to be infused was 1560ml at 65 ml per hour. The infusion was completed in 21.5 hours. This occurred during an infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.